Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was unable to pair due to a bluetooth malfunction. The ICD was interrogated and the pairing was restored. Patient condition was stable.